Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus (B)(4) visited to the facility to follow up with the event. Olympus (B)(4) representative inspected the biopsy channel of the subject device at the facility and confirmed long scratches within the channel in the bending section. When receiving positive culture result on october 15, the facility conducted additional microbiological culturing test for the subject device after they manually cleaned and reprocessed it with an automated endoscope reprocessor (model and manufacturer: unknown), and manually cleaned it again for the device. The facility used olympus single use brush model bw-412t for the manual cleaning. The test result indicated no microbial growth for the subject device.

Manufacturer narrative:
This supplemental report is submitted to correct "device product code" and "PMA/510(k) number.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during surveillance culturing test by the facility, the biopsy channel of the subject device tested positive for stenotrophomonas maltophilia and ochrobactrum species (the number of bacterial were not informed). There was no report of patient infection associated with the event.